Event description:
Possible retained device after surgery. Patient had laparascopic sigmoid colectomy. After closure of peritoneum one of the laparoscopic babcock (grasper) inserts (measuring 5 mm by 15mm) could not be located. It was not located intraabdominally. Upon further laparoscopic investigation and it was not located within the or room post-op course was uneventful. Patient's hospital stay was extended for CT scan due to patient request to delay CT scan for a few days.